Event description:
A healthcare facility in north carolina reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.